Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that no communication was possible and incoming functional testing failed. The device was recommended to be scrapped. (B)(4).

Event description:
It was reported that there was inconsistent contact with the programmer, an error message appears intermittently and when the analyzer was replaced the behavior was solved. The analyzer was returned to the manufacturer. There was no patient involvement.